Event description:
There was dislocation. Surgeon thought this is not device malfunction. Update per response on january 28, 2021: femoral head come out of the adm/ mdm poly insert? Yes.

Manufacturer narrative:
D4 lot code updated. Reported event an event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to femoral head coming out of the adm/ mdm poly insert. It was also reported that surgeon thought this is not device malfunction. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
There was dislocation. Surgeon thought this is not device malfunction. Update per response on january 28, 2021: femoral head come out of the adm/ mdm poly insert? Yes.